Event description:
Customer reported an issue with the panorama central station server which may have resulted in a loss of ambulatory telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Mindray service representatives replaced the system hard drive and cpu and reprogrammed the telemetry devices. Performed all functional and safety tests.